Event description:
It was reported the lens was removed and replaced without complication due to an unexpected post operative refraction.

Manufacturer narrative:
Lens was not received for analysis. Several attempts to obtain additional information have been unsucessful. Lens met all manufacturing specifications prior to release. Device not received for analysis